Event description:
It was reported that a patient obtained an unspecified airway injury due to repeated tee transducer insertion. During cardiothoracic surgery, an x8-2t transducer (probe a, serial number (B)(6) was in use with an epiq cvx ultrasound system. The transducer had no image displayed when connected to any port of the system. The transducer was replaced with another (probe b, serial number (B)(6) and there remained no image displayed. The system and the transducer were both replaced, an image was produced and the procedure completed. The patient did not require medical intervention related to the airway injury. No further information was provided. The customer verified there were no visual abnormalities with the transducers; no cracks, damage, rough areas or articulation problems. The philips service engineer evaluated the transducers and system based on the customer¿s reported problem. The system and probe b, serial number (B)(6), passed functional testing and were returned to service at the customer site. Probe a, serial number (B)(6) was found to have water in the connector and failed board testing with 99 dead crystals. The replacement process has been initiated for probe a, serial number (B)(6), to resolve the customer¿s immediate concerns. This report is capturing probe a, serial number (B)(6). Philips has started an investigation, and upon completion, a follow up report will be submitted.